Event description:
The report received indicated that the cypher stent was successfully deployed and the balloon was used for post dilation. However, the balloon would not deflate. The balloon was pulled into the guide while inflated and the entire system was removed from the pt. There was no pt injury reported. The balloon and catheter will be returned for analysis. Further info indicated the maximum inflation pressure applied was 16 atmospheres. The balloon was responsive and inflated normally during the procedure. During deflation of the balloon, repeated deflations were conducted, the indeflator was changed and the balloon still did not deflate. As a result the balloon was pulled inflated into the guide catheter and removed without complications. The contrast to saline ratio used during the procedure was 50/50. There were no anomalies noted in the device. Further info indicated the target lesion was in the mid right coronary artery; the lesion had a severe shepard's crook and as a result the device was advanced in a very acute bend. Some difficulty was encountered while advancing the device through the lesion. The lesion was further described as tortuous, calcified, with restenosis of an unknown stent (not associated with a cordis product).

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Additional info will be submitted within 30 days upon receipt.